Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify calibration error, failed batt test alarms or prime/fill, motor loud noise/rewind anomaly due to unresponsive button. Device had cracked battery tube threads.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had cracks in casing where the battery casing, insulin pump had rejected new battery, insulin squirting during priming, slower during rewind, louder during rewind, motor sounds labored, sometimes had to press buttons twice and calibration errors. The device will not be returned for analysis.